Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen assembly separated and the display ultimately broke during normal handling, while the pump continued to deliver insulin and blood glucose remained unaffected; the user transitioned to insulin pens and was instructed on shutting down the pump, returning the device, and that data would not transfer to the replacement. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included customer interviewing, troubleshooting and education, shipping a replacement unit, and device return for evaluation. Investigation of this case revealed a screen bezel separation consistent with a hardware enclosure failure of the display assembly, with no associated alarms or functional delivery faults reported. It was concluded, based on previously established findings for similar reports, that the cause was a component failure related to the device¿s screen/bezel assembly.